Event description:
The pt contacted animas alleging that the pump was not responding to keypad button presses. The pt claimed that the keypad appeared to be intact, but the buttons were not springing back as usual. She also claimed that the screen on the pump would scroll even though a button was pressed once. The pt denied that the device was exposed to water.

Manufacturer narrative:
The pump has been returned to animas for eval. The eval of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the eval is completed, a supplemental report will be filed.